Event description:
While resident was in her wheelchair, the backrest of the wheelchair fell off resulting in the resident falling backwards out of the wheelchair landing on her back. No significant injury noted to pt. Wheelchair info: wheelchair was purchased in 2009. The wheelchair was a custom-made wheelchair with a back-style different from most. The locks on the back of the wheelchair were like a handle-lever with screws. The one side came loose resulting in the other side acting like a hinge, thus causing the resident to fall out of wheelchair backwards.